Manufacturer narrative:
Evaluation results: (root cause of the event could not be determined). Inherent risk of procedure ¿ (deformation). Failure to follow instructions ¿ (the lesion was not pre-dilated as labelled on IFU). (No results available since no evaluation performed) - device or procedural images not provided for review. Device not returned for evaluation. Evaluation conclusions: inherent risk of procedure ¿ (deformation). Failure to follow instructions - (the lesion was not pre-dilated as labelled on IFU). (Root cause could not be determined). Unable to confirm complaint - (device or procedural images not provided for review) . Device not returned - (device not returned for evaluation). (B)(4).

Event description:
Device was removed from packaging and inspected with no issues noted. The lesion was not pre-dilated. The physician was attempting to implant one resolute integrity drug-eluting stent in a lesion in the rca but resistance was encountered when advancing the device and the stent was noted to be damaged. The physician successfully completed the procedure with another resolute integrity stent (3.50mm x 38mm) after carrying out pre- dilation. No clinical sequelae were reported. Patient is reported to be good.

Manufacturer narrative:
Evaluation, results: patient¿s condition affected effectiveness of device (lesion morphology ¿ calcification). Device failure/lack of effectiveness related to patient condition (lesion morphology ¿ calcification). (B)(4)

Event description:
The lesion was pre-dilated and the lesion was calcified.